Event description:
It was reported via repair work order that the zoom drive had intermittent power due to a malfunctioned drive motor assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The initial MDR report was issued without the PMA/510(k)#. The PMA/510(k)# has been included in this follow-up report.

Event description:
It was reported via repair work order that the zoom drive had intermittent power due to a malfunctioned drive motor assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.